Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: therapy date: (B)(6) 2022. Reporter is a j&j employee. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the retent pin scrdriver qc hex 12/sht/xl25 has stuck inside of the scrdrvr sft/cann q c -hex 12/sht/ xl25. The functional test was performed tried to unstuck the retent pin according to unlock system. The unlock system don't work correctly, the devices cannot be were unstuck. No other problems was observed. A dimensional inspection was not performed for the retent pin scrdriver qc hex 12/sht/xl25 due to inaccessibility of the internal stuck component. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while setting up for the case, it was noticed that retent pin scrdriver qc -hex 12/ xl25 was stuck inside of the scrdrvr sft/cann q c -hex 12/sht/ xl25. With pliers, a mallet, and a probe, it was possible to get the retention pin out. The retention pin was reinserted to try and see why it was getting stuck repetitively, but it lodged itself in the screwdriver again. There was patient involvement. There were no patient adverse consequences. This report involves one (1) retention pin for screwdriver w/ q c -hex 12mm/short/xl25. This is report 3 of 3 for (B)(4).